Event description:
As reported, this 78 y/ofe male patient's right knee was revised due pain and instability. On (B)(6) 2023 representative received a text concerning a poly exchange on (B)(6) 2023. Rep was sent the x-rays and realized that it was the old optetrak ps knee that the patient had. Rep looked up the patients old records that revealed a size 3 femoral size 3 tibial 32 patella and a size 3 insert. I notified surgeon that they had the instruments and polys. They went to the o.r. On (B)(6) 2023 and removed the poly that was 9mm and replaced it with an 11mm. Everything went well. Patient was last known to be in stable condition following the event. Device not retuning, patient wanted the implant.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s instability cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6a, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely the result of the reported instability and pain. An additional reason for the reported revision may be inclusion of the polyethylene in the packaging recall; however this cannot be confirmed as the device serial number was not provided. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.